Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. Based on the evaluation of the returned device, the reported deployment failure could not be confirmed. During evaluation, the system could be flushed successfully, the safety slider could be activated and stent deployment could be initiated and completed easily. The delivery system did not show any defect indicating that stent release was impossible. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. Furthermore, the safety lock slider was found to have not been activated which may be a consequence of high friction during the attempt to deploy the stent. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states: "unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back and the proximal end of the red lock lines up with the printed line on the handgrip."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details.

Event description:
It was reported that during placement in the sfa, the delivery system became blocked and the vascular stent could not be deployed. The delivery system was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.